Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing incessant atrial flutter on (B)(6) 2020. The patient was brought into health center for cardioversion. A 150 joule biphasic external cardioversion in the anterior-posterior (a-p) position successfully cardioverted the patient back into sinus rhythm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be determined through this evaluation. It was reported that the patient experienced incessant atrial flutter on (B)(6) 2020, and was brought to the center for cardioversion. A 150 joule biphasic external cardioversion in the anterior-posterior position successfully cardioverted the patient back into sinus rhythm. No alarms or functional issues with the lvas were reported in association with the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6), and no additional adverse events or pump-related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.